Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she didn¿t think her implant was working because her left leg and foot were in pain. The patient tried to increase stimulation but she was not feeling any stimulation sensation. The patient noticed two little knots at the implant site and had a fall. The patient explained she fell hard on the side that the implant was on and skinned her right knee. The patient was directed to follow-up with the healthcare provider to check the implant and leads. The indication for use was non-malignant pain.